Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a last error code - lec1340 error. Event occurred before patient use, during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was not duplicated, however error 1340 occurred during self-check. The cause of the reported issue was unknown. As a result, the software was re-installed as preventive. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.